Event description:
Patient received a vibratory notification for high lead impedance. The physician elected to open the pocket to check all the connections. It was discovered that the svc pin had fluid on the tip. It was cleaned off and reattached. The lead impedance was checked several times and all were normal. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.